Manufacturer narrative:
The leads were not returned for an analysis. The manufacturing process for the leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation.

Event description:
Ous MDR - this ra and the rv lead were explanted and replaced due to oversensing.